Event description:
It was reported that this inflatable penile prosthesis (ipp) was implanted in july, when the device was attempted to be activated in august it did not work. The physician decided to wait for the tissue to be fully reduced, the physician tried a second time without success. An MRI will be performed in order to identify the status of the components. The ipp is currently implanted. There were no patient complications reported.